Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had the arctic sun device that was leaking from the bottom. Per additional information updated from ttm on 15may2025, nurse sent device down stating it was not regulating the temperature. They were doing functional check and draining device in the shop when it started leaking water from the bottom. Per review of wo on 19may2025, biomed stated it would only do it after emptying pads, explained it was overfilled and to drain and refill it.

Manufacturer narrative:
This event was a confirmed overfill, not attributed device malfunction. Submitting the investigation details as additional information. The reported issue was confirmed. The root cause was isolated to the user overfilling the unit. Per review of wo on 19may2025, biomed stated it would only do it after emptying pads, explained it was overfilled and to drain and refill it. Per follow up information received via phone on 13jun2025, spoke with biomed who confirmed device was overfilled. Ran a verification test and found no issues. Device returned to service. They were unsure what floor the device was sent from. Afmea ra2800018 is rev 14 was reviewed for this investigation. The reported event is addressed in step/item #s a089. This failure falls in a low residual risk region. The severity/effects of this complaint were addressed within the fmea. Potential causes were identified and reviewed. The instructions-for-use under baw2800261 rev 0 are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Fill reservoir 1) fill the reservoir with sterile water only. 2) four liters of water will be required to fill the reservoir at initial installation. 3) add one vial of arctic sun¿ temperature management system cleaning solution to the sterile water. 4) from the patient therapy selection screen, press either the normothermia or hypothermia button, under the new patient heading. 5) from the hypothermia or normothermia therapy screen, press the fill reservoir button. 6) the fill reservoir screen will appear. Follow the directions on the screen. A DHR is not required as this is not an out-of-box failure. Correction: d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had the arctic sun device that was leaking from the bottom. Per additional information updated from ttm on 15may2025, nurse sent device down stating it was not regulating the temperature. They were doing functional check and draining device in the shop when it started leaking water from the bottom. Per review of wo on 19may2025, biomed stated it would only do it after emptying pads, explained it was overfilled and to drain and refill it. Per follow up information received via phone on 13jun2025, spoke with biomed who confirmed device was overfilled. Ran a verification test and found no issues. Device returned to service. They were unsure what floor the device was sent from.